Event description:
It was reported by the customer that when using the bd pyxis¿ medstation¿ es auxiliary, the drawer 7 hardware was failed, and it was unable to recover and open. The customer stated that this malfunction caused a delay in dispensing medication to patients. However, there were no adverse events or injuries reported based on this event.

Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 15-jan-2020 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the auxiliary drawer 7 hardware failed, and it was unable to recover and open. A field service engineer (fse) had removed the back panel and discovered an obstruction blocking the sensor on drawer seven. The fse had removed the obstruction and tested the drawer using the hardware testing application and an application, confirming that no further issues were present. The system functioned as intended after the field service engineer repaired the device.